Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was molecular false positive bactec media. The following was reported by the initial reporter: it was reported by customer that they have been detecting molecular false positives for c. Tropicalis in lot#:3102712. The bottles gave a positive result for staphylococcus aureus. They were tested with gram stain and plate growth. No c. Tropicalis was detected. Candida only came up on the biofire. Thu aug 31 23:20:24 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was molecular false positive bactec media. The following was reported by the initial reporter: it was reported by customer that they have been detecting molecular false positives for c. Tropicalis in lot#:3102712. The bottles gave a positive result for staphylococcus aureus. They were tested with gram stain and plate growth. No c. Tropicalis was detected. Candida only came up on the biofire. Thursday aug 31 23:20:24 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive.

Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.: 3102712. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.